Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2022-apr-14 rtg0293207 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt stated the ins has not been working for the past 5 years. Pt stated the battery depleted and he moved so he could not find the remote for the ins. Pt stated he finally found the remote but he cannot get it to do anything. Patient services specialist (pss) tried to clarify when pt noticed the battery was depleted, but he stated that it was a long time ago. Pt has not had the ins checked in many years - pss suggested that he have his ins checked by a healthcare provider (hcp) and discuss next steps. Pt stated he met with an hcp yesterday for a shot in his back and that hcp did tell pt he could refer him to an hcp that can replace the ins. The patient was redirected to their healthcare provider to further address the issue.